Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an infection and her body "relocated" one of the leads. The systems were explanted on (B)(6) 2013. It was noted that the systems did help some for the patient¿s symptoms it was later reported that the systems were not effective enough for the patient to have them re-implanted. The patient stated it was not working in her body. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2013. Product type: implantable neurostimulator: product ID 3889-28, lot# va0489f, implanted: (B)(6) 2013. Product type: lead: product ID 3889-28, lot# va0489f, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).